Event description:
It was reported that a user experienced rising blood glucose after meals, reaching a peak of 288 mg/dl for approximately four hours, with no alerts or alarms, and performed troubleshooting that included disconnecting, running a fill tubing sequence with confirmed insulin flow, removing the infusion site without visible kinks or irritation, and placing a new infusion site to resume insulin delivery. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or other acute effects. Outcomes included no use of backup therapy and no medical intervention or hospitalization. Investigation included user-guided functional checks of the infusion set and supply set, site inspection, and site replacement. Investigation of this case revealed no device malfunction evident from user checks and site inspection, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.